Manufacturer narrative:
Summarized patient outcomes/complications of aortic remodeling after false lumen embolization in aortic dissection were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, smoking, chronic kidney disease, prior stroke, heart failure, coronary stent, coronary artery disease, allergy, coronary artery bypass graft, chronic obstructive pulmonary disease, peripheral artery disease, and diabetes mellitus. Some of the complications reported were renal failure, respiratory insufficiency, transient ischemic attack, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: aortic remodeling after false lumen embolization in aortic dissection.

Event description:
The article, "aortic remodeling after false lumen embolization in aortic dissection", was reviewed. The article presented a retrospective, single center study to describe the feasibility and outcomes of a false lumen thrombosis technique for thoracic endovascular aortic repair (tevar). Devices included in the study were cook medical candy-plug, iliac zip occluder, terumo relay candy-plug, and amplatzer vascular plug. The article concluded that false lumen embolization using the candy-plug is safe and promotes positive aortic remodeling. [The primary and corresponding author was hazem el beyrouti, department of cardiac and vascular surgery, university medical centre mainz, johannes gutenberg university, 55131 mainz, germany, with corresponding email: hbeyrouti@gmail.com]. The time frame of the study was from january 2017 to january 2022. A total of 12 patients were included in the study, of which 23% of false lumen embolizations were performed with an abbott device. The average age was 65.83 years, the average weight was 83.42kg, and the majority gender was male. Comorbidities included hypertension, hypercholesterolemia, smoking, chronic kidney disease, prior stroke, heart failure, coronary stent, coronary artery disease, allergy, coronary artery bypass graft, chronic obstructive pulmonary disease, peripheral artery disease, and diabetes mellitus.